Event description:
The surgeon, alleged that the pledgets were fraying easily in comparison to past experience. The surgeon reported he had been using this product for a period of six years. The surgeon indicated that there were small valve leaks noted on two recent patients while using the complaint product. Although the surgeon alleged that the incidents may be related to the pledgets, he indicated that he did not directly blame the pledgets for the incidents.